Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire drawer 3.1 was not detected on the bus after the downtime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed and not detected on bus. A field service engineer opened the back panel and verified that all cables were free from damage, reseated all cables at the rear of auxiliary drawer 3.1 and rebooted the machine, instructed the customer to perform an inventory count, during which no issues occurred with the same drawer. The failure was likely caused by incomplete updates during the previous boot process; allowed sufficient time for all updates to complete. Issue was resolved. The system functioned as intended after the field service engineer repaired the device.